Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When he was removing the cassette he found some solution had leaked out of the cassette into the pump area. Pt reports no ill effects or antibiotics taken. Effluent has remained clear since the time of the leak was noted. There is a lot companion sample available for evaluation.